Event description:
(B)(4). I have no known allergies to anything. A few months after I had the essure procedure, I started having horrible hot flashes. I was becoming depressed and having anxiety that I've never had before the procedure. I started having severe stomach pains that lasted several hours at a time. I also was having severe headaches in the same place on a daily basis. Over time, additional side effects started happening. (Weight gain, inflammation, excessive urination, bloating, vaginal inflammation and discharge, hair loss, red rings on my forehead, mini stroke, insomnia, blood clots, hot flashes and nausea. The only time that my symptoms dissipate is when I am menstruating.